Manufacturer narrative:
(B)(6).

Event description:
It was reported that during application the anchor tip broke. This anchor could be removed and replaced by a new one without problems. No significant delay or patient injuries were reported.

Manufacturer narrative:
One 4.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment of the device could not confirm the reported breakage. The anchor is intact and remains on the insertion device. The anchor is not seated completely on the inserter tip. Removal of the anchor from the inserter showed the inserter tines are bent and twisted. The condition of the device indicates the inserter was likely withdrawn from the anchor prior to complete insertion. Additional information provided. Corrected.